Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the accuracy was found to be within specifications. No fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Date of the reported event is unknown.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy with -9.90 percent. This was discovered while testing. There was no patient involved.